Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy and appendectomy surgery for gastric cancer and an incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient experienced a hernia recurrence and underwent a reoperation. A different type of mesh was used to repair the hernia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a laparoscopic cholecystectomy and appendectomy surgery for gastric cancer and an incisional hernia repair procedure (B)(6) 2011 and mesh was implanted. The patient experienced a hernia recurrence and underwent a reoperation on (B)(6) 2013. A different type of mesh was used to repair the hernia.